Event description:
The customer called and reported the insulin pump was alarming regularly with motor errors. This reportedly happened three times within a week. Customer's blood glucose was unknown. The motor error alarm occurred during basal rate insulin delivery. During troubleshooting, it was stated the insulin pump had not been exposed to a strong magnetic field. The customer was not using the sensor feature. The customer was able to complete the rewind sequence on his own, before the call. It was advised to discontinue use and revert to a back-up plan. Customer was also advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test. However, the device could not be primed during the force sensor resistor test and a motor error alarm during occlusion test, due to faulty force sensor resistor. The motor was tested outside the device and passed. The insulin pump was received with minor scratches on lcd window, and a broken belt clip slot.